Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during puc, the cs300 intra-aortic balloon pump (iabp) unit had battery failure . There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the fse spoke with customer on phone. It appears that the only issue was the battery maintenance required message was visible on the screen. The biomed charged the batteries to 100% and it appears perhaps someone reset the battery maintenance date. The biomed did not do it, but say the message no longer appears. There was no other issue, and the unit appears to be working properly. The biomed stated that the pm had been performed in june. The biomed released the unit back to the end user and it has been cleared for clinical use.

Event description:
N/a

Event description:
It was reported that during puc, the cs300 intra-aortic balloon pump (iabp) unit had battery failure .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.